Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary IV ofirmev 100mg per 1000ml rate was set at 70ml per hour and volume to be infused 34.5mls. When rn returned to room after 45 minutes, the bottle was empty and patient received 1000ml. Pump, bag and lines exchanged. Patient was monitored every 15 minutes for over an hour with no complaints. No patient harm reported by customer. Received a copy of the customers' medwatch report from FDA, which states " med in bottle 100mg/1000ml as second line - rate was set at 70ml/hr and volume to be infused 34.5mls. When rn returned to room after 45 minutes, the bottle was empty- patient received 1000 ml. Pump, bag and lines exchanged. Patient was monitored every 15 minutes for over an hour - no complaints."

Manufacturer narrative:
Correction on initial report. Additional information provided.